Event description:
Known problem with medtronic bio-glide catheter. It became disconnected from base causing the shunt to malfunction.the manufacturer is aware of this problem and has issued a recall on this bioglide catheter (FDA recall #'s z-1124-2009 to z-1134-2009).